Manufacturer narrative:
It was reported that the battery was not holding charge. The lishen battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual inspection but failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. Additionally, it was noted that the battery had a high max error. The high max error will cause the battery to flash red on the battery charger. However, the faulty cell pair finding may be have contributed to the high max error. The high max error is not related to the reported event. The most likely root cause of the reported event can be attributed to a faulty cell pair. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller, premature power source switching, etc., as part of investigation in january 2016 any remaining batteries with lishen hvad battery packs were decided to be recalled. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available always. Also, stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient's battery is not holding a charge, as long as it should. It was stated that there was no effect on patient and that the battery was exchanged. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.